Event description:
Customer reports that the tip of the needle broke off during vaginal hysterectomy procedure. X-rays were taken and the needle tip was not visualized. There are no reported dcverse consequences to the patient.